Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was selected for a patient for the endovascular treatment of a thoracic aortic transection. It was reported that during prep of the delivery system, the valiant would not flush from the side tubing with stop valve. No incident with patient as device was replaced with different device that worked fine. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: the complaint was confirmed, the sideport could not be flushed. The root cause of the event could not be conclusively determined however, is mostly likely due to glue within the barb adaptor.